Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue has been confirmed through testing. Visual inspection showed that the stopcock distal end luer was completely detached from the side port tube proximal end. The stopcock part was not returned along with the sheath. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
Information received by medtronic indicated that the extension tubing detached from the stopcock and blood leaked out of the tubing. This occurred at the end of the cryoablation procedure. The device was removed from the patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.